Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. Functionality testing as well as device eval confirmed that the #3 key was intermittent, caused by a fractured trace. The failed keypad was replaced to correct this condition.

Event description:
It was reported that a spectrum pump's #3 key on the keypad was intermittently responsive. Ther was no pt involvement.